Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that insulin pump was exposed to the moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, off no power test, unexpected restart error test and displacement test. The stop current test and run current test were in specification. No unexpected blank display anomalies, tone anomalies or display anomalies noted during testing. Unit received with corrosion on electronic board stack, corroded motor home switch and moisture damage on fsr.